Manufacturer narrative:
A review of the device history records has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was deflation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "flat" implant on right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: wear abrasion, white particles and opening curved on anterior leak test and microscopic analysis was performed which identified: sharp opening on anterior, observed void >1 mm in non-textured, valve-to shell-bond area and creases flat. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior (valve bond edge) assessed as an unidentified (tear) opening.

Event description:
Physician reported "flat" implant on right side. The device has been explanted.